Event description:
It was reported that a patient fell and was scheduled to have an insert swap. Upon examining the components, the physician determined that the implants would not be adequate to prevent the patient from falling again while ambulating, therefore the implants were removed and a hinge legion was implanted.